Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication a faults was confirmed via review of the submitted log files. A continuous driveline communication fault alarm, associated with com_a_fault flags, was active from the beginning of the controller event log file through (B)(6) 2024 at 13:58:00. Additionally, driveline communication fault alarms were captured throughout the controller periodic log file. The pump appeared to function as intended at the fixed speed. The reported event of a "twisted up" modular cable was unable to be confirmed. Photos of the damage were not submitted, and product was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding if product will be returning and any tracking information and regarding if any additional alarms occurred; however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this investigation. The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The device history records were reviewed, and the records revealed the modular cable (lot # 7383517) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault on their primary system controller. They changed to their backup controller and within a couple of minutes, the alarm returned. Log file review was requested. The log file confirmed driveline communication a faults on (B)(6) 2024. The driveline communication a fault was cleared, and had not returned after about 15 minutes, but the clinician planned to change out the modular cable. The modular cable was "twisted up".